Manufacturer narrative:
It was reported that the patient did not have an ethicon product implanted. Therefore this is not an ethicon complaint. Thus medwatch report 2210968-2013-23354 is being voided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh and adjust were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. An additional device, mesh, was implanted on (B)(6) 2011. It was reported that on (B)(6) 2011, patient underwent cystoscopy mesh sling repair, cystourethroscopy, excision vaginal mesh, mid-urethral sling placement, excision of mid urethral sling, ureterolysis, anterior and posterior repair, extraperitoneal vaginal vault suspension, repair rectocele- rectocele repair, uplift suspension- uterine vaginal vault suspension/extraperitoneal. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.